Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads dislodged and had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID 5076-45, lead, implanted: (B)(6) 2005; product ID 419388, lead, implanted: (B)(6) 2005. (B)(4).